Event description:
The customer called technical support (ts) reporting that the device has a error message 1104 - post back up audible alarm failed onsite service requested. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse discussed failure with the customer. Failure was found in the service log during fco activity. Created follow up work order for field repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Upon further investigation, it was confirmed that the 1104 alarm occurred during power on self-test (post). Therefore, this complaint no longer meets reportability requirements.